Event description:
Description of event according to initial reporter: went to put the filter on the jugular access and upon deployment the hook had not been captured. Therefore, it mal-deployed. Patient outcome: the facility had to bring the patient back to retrieve this filter (complaint device). After the filter was retrieved, new filter was placed successfully.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter mal-deployed due to the hook had not been captured properly on the jugular introducer. The physician had to bring the patient back to retrieve the filter and after the filter was retrieved a new filter was placed successfully. The IFU clearly instruct how to load the filter unto the jugular introducer and that there should be performed diagnostic imaging to verify filter position. There are adequate controls in place to ensure the device was manufactured to specifications. No device or imaging were provided for the investigation. Based on the provided information it is unknown what caused the filter to not be completely captured by the grasping hook on the jugular introducer. However, the IFU clearly instruct how to transfer from femoral to jugular approach which includes how to load the filter. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.